Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely the scope socket does not hold the scope tightly and as a result the communication failure occurred which led to image loss and noise. Olympus will continue to monitor field performance for this device.

Event description:
On (B)(6) 2021, the customer provided the following additional information: there was no adverse effect to the patient during the procedure. The procedure was completed by utilizing another camera system. The patient was doing fine.

Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. The investigation is ongoing. Physical evaluation of the device shows: the user's report is confirmed. When a camera is plugged in, the image is showing, but then it starts disappearing and reappearing. The latch on scope socket does not hold scope well and will lead to loss of image and static noise. The receptacle board is bad and does not hold the scope connector properly. The software needs updated. Confirmed the power switch has already been updated. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports during an unspecified diagnostic procedure using a visera elite video system center, once the camera was plugged in, the image was showing and then started disappearing and reappearing. There is no reported patient impact related to this occurrence. Additional details regarding the patient and reported event have been requested. At this time, no additional information has been provided.